Event description:
The rptr contacted lfs on pt's behalf alleging that his one touch basic enhanced meter was prompting the not enough blood message. The rptr took the pt to his physician's office as a result of the meter prompt. The pt was tested on the physician's meter and a normal blood glucose result was obtained. No treatment was rec'd. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep confirmed that the pt had been using correct testing techniques. The csr walked the rptr through checking the battery, retesting and retesting with a new vial of test strips and the meter prompted not enough blood message. Based on the info supplied, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.